Manufacturer narrative:
The insulin pump alarmed pump error 38 during the rewind due to corroded motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify prime anomaly due to pump error 38. The electronic assembly found with traces of corrosion per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump would not exit the load reservoir process. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.